Manufacturer narrative:
(B)(4). Date sent: 3/14/2011. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device a was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed. Device b was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm and with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade 'lockout' later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between thee, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Device b: (B)(4).

Event description:
It was reported that during a left laparoscopic colon procedure, the pad has detached and remains in the patient. The case was carried out by using another device. There were no adverse consequences for the patient.